Event description:
A malfunction was reported with the pump, but there were no notable events prior to the malfunction. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was informed by technical support that a replacement pump with updated software would be sent to them. They acknowledged the instructions provided for backup therapy using multiple daily injections, storage mode, and the return of the problematic pump.